Event description:
A surgeon reported that following implantation of an intraocular lens (iol), a patient has had problems with the pt's vision. While looking at an object the pt sees a kind of light smudge. The association between these events and the iol are not known. Additional information has been requested.